Manufacturer narrative:
Three opened samples, part number 3334635, from lot numbers 0212018131, 0209970589, and 0209784631. There was a residue consistent with corrosion on the devices. Of the three samples returned, none of them were specifically identified with a lot number to differentiate. Note: lot # 209784631 was filed on this regulatory report # 1045254-2017-00118. Lot numbers 0212018131 <(>&<)> 0209970589 were filed on regulatory report # 1045254-2017-00117. Visually, the distal end of the irrigation tubes were broken off which would have resulted in the reported event. The portions that broke off were not returned but would have measured approximately 0.90¿ in length. The distal end of the metal irrigation tube is malleable to allow the alignment of the irrigation stream toward the tip of the bur. There was no allegation of damage prior to use. Repeated bending may result in the observed breakage. The instructions for use indicates that the bur guards are ¿semi-reusable components¿. On 2 of the 3 samples, the o-ring inside the proximal end of the guard had multiple notches taken out of the inner edge which is consistent with damage caused the visao handpiece nose cone during multiple loadings / uses. This type of damage can be avoided by twisting the bur guard while installing onto the handpiece. One sample had a missing o-ring. This is a supplied material assembly therefore manufacturing has been ruled out as a likely cause. The information most likely indicates these failures occurred over a period of time from repeated bending. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that no fragment was dropped inside the patient. The doctor used another bur guard to complete the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative the bur guard broke during a com surgery. There was no patient impact.